Event description:
It was reported that a needle shaft leak occurred. An icesphere 1.5 cx 90 degree needle was selected for a cryoablation procedure to treat a desmoid tumor. During the test phase, however, there were bubbles seen coming from the needle shaft while it was fully submerged in the saline bath. There was no visible damage seen. The needle was exchanged another of the same model. The procedure was completed successfully with the new needle and there were no patient complications.

Event description:
It was reported that a needle shaft leak occurred. An icesphere 1.5 cx 90 degree needle was selected for a cryoablation procedure to treat a desmoid tumor. During the test phase, however, there were bubbles seen coming from the needle shaft while it was fully submerged in the saline bath. There was no visible damage seen. The needle was exchanged another of the same model. The procedure was completed successfully with the new needle and there were no patient complications.

Manufacturer narrative:
Device evaluation by manufacturer: an icesphere 1.5 cx 90 degree was returned to arden hills cis for analysis. Visual inspection was completed with no problems detected. The needle was connected to the icefx console, and a two-minute confidence test was performed. During the pretest there were bubbles seen coming out of the needle at the shaft-joint area. The exterior sheath was removed to be able to see the shaft-joint area more closely to visually inspect the glue. While doing so, it was observed that there were irregularities in the glue. The needle was placed back in the bath to verify the leak. The bubbles were confirmed.